Event description:
It was reported that the insulin pump alarmed button error, then battery out limit. The blood glucose reading was 300 mg/dl. The customer stated that he had been caught out in the rain while wearing the insulin pump. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump had operating currents within specification. No unexpected battery out limit alarms were noted. The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, and a missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.